Event description:
Event #1 [redacted date]: after placement into the patient, there was an error message regarding overheating of the ablation catheter. The catheter was removed without incident or harm to the patient. Clinical site notified manufacturer directly. Lot# 31047115l. Event #2 [redacted date]: the distal electrodes of the ablation catheter failed after placement into the patient. The catheter was removed and replaced without incident or harm to the patient. Clinical site notified manufacturer directly. Lot# 31056674l. Event #3 [redacted date]: there was an irrigation malfunction with the ablation catheter during prep. The catheter was removed and replaced without harm to the patient. Clinical site notified manufacturer directly. Lot# 31020343l. Event #4 [redacted date]: there was an invalid force reading error after the ablation catheter was placed into the patient. The catheter was removed and replace without harm to the patient. Clinical site notified manufacturer directly. Lot 31016802l. Event #5 [redacted date]: the directional movement of the ablation catheter malfunctioned. The catheter was removed and replaced without harm to the patient. Clinical site notified manufacturer directly. Lot# 30994725l. Event #6 (B)(6) 2023: during prep, a defective electrode was discovered. The catheter was removed and replaced with a new ablation catheter. Clinical site notified manufacturer directly. Lot# 30966698l. Event #7 [redacted date]: the ablation catheter was not performing as expected after placement into the patient. The catheter was removed and replaced with a new ablation catheter without incident or harm to the patient. Clinical site notified manufacturer directly. Lot# 30945018l. Manufacturer response for ablation catheter, thermocool smarttouch stsf ablation catheter (per site reporter) clinical site notified manufacturer rep directly.